Event description:
Narrative from staff: doctor was doing an arthrectomy and stenting case in operating room 2. Dr. Went to deploy a stent in the right leg and the stent would not deploy. String is still intact on stent. Stent removed from table. Another stent was opened and utilized in the patient without incident. Gore sales representative notified of malfunction as well by this author. Manufacturer response for vascular stent, viabahn stent (per site reporter). Gore sales representative notified of malfunction.